Event description:
Customer tested 3.4 inr, 2.7 inr, and 3.9 inr on the coaguchek s system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in a foreign country.